Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) replacement procedure a new crt-d was attempted with the already in service right ventricular (rv), right atrial (ra) and left ventricular (lv) leads. After two minutes of appropriate pacing, loss of capture (loc) with brady pacing not delivered as expected was observed and the patient went asystolic less than 2 seconds. They reprogrammed the device to electrocautery mode and capture was observed. They kept testing the leads and thought it was header issue, so they tried a new crt-d. With this new crt-d all three leads were connected, and a similar behavior occurred after some minutes where the patient went asystolic again. Also, they went to cautery mode and capture was observed. The physician opted to cut and abandon a portion of the rv lead. The other portion has been returned for analysis. A new rv lead was implanted with a new crt-d. The explanted and attempted crt-ds are expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) replacement procedure a new crt-d was attempted with the already in service right ventricular (rv), right atrial (ra) and left ventricular (lv) leads. After two minutes of appropriate pacing, loss of capture (loc) with brady pacing not delivered as expected was observed and the patient went asystolic less than 2 seconds. They reprogrammed the device to electrocautery mode and capture was observed. They kept testing the leads and thought it was header issue, so they tried a new crt-d. With this new crt-d all three leads were connected, and a similar behavior occurred after some minutes where the patient went asystolic again. Also, they went to cautery mode and capture was observed. The physician opted to cut and abandon a portion of the rv lead. The other portion has been returned for analysis. A new rv lead was implanted with a new crt-d. The explanted and attempted crt-ds are expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.